Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2018-06961. It was reported that the rotawire became fractured. The target lesion was located in the tortuous circumflex artery. A rotawire¿ and a rotablator burr were selected for use. During procedure, there was a little resistance in the introduction of the wire into the patient. The speed was set up at 140,000 rpm. During rotablation, it was noted that the tip of the wire became fractured and was not removed from the patient's body. Subsequently, balloon dilatation was performed and a stent was implanted. No patient complications were reported and the patient's condition was stable.

Event description:
Same case as MDR: 2134265-2018-06961. It was reported that the rotawire became fractured. The target lesion was located in the tortuous circumflex artery. A rotawire and a rotablator burr were selected for use. During procedure, there was a little resistance in the introduction of the wire into the patient. The speed was set up at 140,000 rpm. During rotablation, it was noted that the tip of the wire became fractured and was not removed from the patient's body. Subsequently, balloon dilatation was performed and a stent was implanted. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device is broken and 2 sections were returned. At the breakage section there is evidence of rotational wear and also one of the broken section shows evidence of a secondary breakage (distal section), the missing part is the one containing the distal tip approximately 26cm. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section were performed and were within specifications. However, dimensional inspection of the overall length and od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)." (B)(4).